Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted. Linked to mfg report number 3004608878-2020-00694.

Event description:
This is 1 of 2 reports. A facility reported the mayfield skull clamp has loose locking piece or the top pin is missing. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.

Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The reported complaint was confirmed via inspection of the returned a1059 mayfield skull clamp. Unit was received missing the plunger cap and the unit required replacement of worn internal parts. This unit is beyond integra's 7 years recommended life cycle (manufactured in 2007). No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.